Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for air detected in the cassette. He was not able to clear the alarm. He discontinued treatment. Later when he opened the cassette door he found fluid leaking from the cassette onto the pump heads. He completed treatment manually. The set was discarded. During follow up the patient reported that his effluent has remained clear. He contacted his pd nurse and was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation; however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.